Manufacturer narrative:
Additional information: the device was received for evaluation attached to a drug vial and a solution bag. Visual inspection identified grey particulate matter present in product vial. The grey particulate matter appeared to be stopper material from fragmentation of the vial stopper. The needle showed to be normal without any morphology that would contribute to fragmentation. The reported condition was verified. The cause of the condition could not be determined. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a coring issue with a vail-mate adaptor. The adaptor was attached to a vancomycin vial and a 250 ml bag. The cored material went into the solution bag. This occurred during set-up. There was no patient involvement. No additional information is available.